Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: a review of the pump¿s black box data showed one cs 087 call service alarm. The pump was powered on to the verify screen with audio tones and vibrations functional. During testing, the ezprime steps were performed with no call service alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate and a 10 unit audio bolus and a 10 unit normal bolus were performed with no call service alarms occurring. The complaint of a call service alarm issue was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.